Event description:
"1. Specific operational use at 23:30 on (B)(6) 2026, the healthcare personnel performed intravenous cannula infusion operation for the patient according to the clinical nursing operation specification, and had completed the patient's venous vascular assessment, skin disinfection of the puncture site, preparation of the cannula and infusion tubing and other pre-processes, and after standardizing the connection of the cannula and infusion tubing, entered into the air-exhausting operation link, and planned to exhaust the air in the tubing and the cannula thoroughly before performing intravenous puncture and carrying out the infusion treatment for the after thoroughly exhausting the air in the tubing and needle, the patient was scheduled to undergo venipuncture and infusion therapy. 2. Adverse events during the air extraction operation, the medical staff operated strictly according to the standard technique but found that there was an abnormality in the intravenous cannula, and the air could not be discharged smoothly. Even after checking the common problems such as the looseness of the connection of the tubing, whether the needle was twisted, whether the tubing was under pressure, etc., the difficulty in exhausting the air could not be solved, and it was clear that the intravenous cannula had an abnormality in its function, and it could not be normally used for the clinical operation of fluid infusion. 3. Impact on patients this adverse event occurred during the air-exhausting part of the infusion operation, and the patient had not yet undergone venipuncture, nor had the abnormal cannula been inserted into the patient's body, which did not cause any adverse effects on the patient's body, and the patient did not have any complaints of discomfort, and his vital signs were stable, and his condition did not show any fluctuations. 4. Treatment measures taken and results after the discovery of the abnormality that the cannula was unable to exhaust air, the medical staff stopped using the abnormal cannula at the first time to avoid infusion safety hazards caused by the functional problems of the cannula, and then quickly replaced the cannula with a new, qualified one, and then connected the tubing and exhausted the air in accordance with the clinical standardized procedures, and confirmed that there was no abnormality, and then carried out the venipuncture and infusion operation for the patient without any problem, and the infusion process was smooth without other abnormalities, and the patient received the infusion smoothly. The infusion process was smooth without any other abnormalities, and the patient received the infusion treatment smoothly, achieving the expected therapeutic purpose."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.